Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??: [missing records: an operative report indicating ¿old gore-tex¿ mesh placement was not provided. Operative reports for the ¿multiple hernia repairs¿ were not provided.] (B)(6) 2005: (B)(6). Operative report. Operation: incisional herniorrhaphy (recurrent with gore-tex mesh, dual mesh). Assistant: (B)(6). Anesthesia: general endotracheal. Anesthesiologist: (B)(6). Preoperative diagnosis: ventral hernia. Postoperative diagnosis: recurrent incisional hernia. Indications: forty-five-year-old female who has had multiple hernia repairs by dr. Oakley frost who came to me from mr. Paul stanchfield with a symptomatic bulge just above her upper abdomen. She comes in today for this repair. Findings and procedure: ¿after the patient was brought to the room and placed in the supine position, after the hernia was marked in the preoperative hold, time out was performed in the room, after adequate general anesthesia was obtained and she was position for the surgery. She was then prepped and draped with actiprep and paper drapes. A vertical incision was then made over the area of the previously marked bulge and it was deepened with electrocautery down to the level of the hernia. The hernia was then dissected carefully with a combination of sharp and cautery dissection down to the fascia, exposing a 5 x 6 centimeter defect. There was one band of fascia across the middle of this defect. In the superior portion there was a piece of old gore-tex mesh that had been curled together and this was trimmed to the edge of the defect. The fascia was then undermined with blunt, sharp and cautery dissection, clearing at least 5 centimeters circumferentially away from the hernia edge. The subcutaneous tissue was dissected with electrocautery to expose the fascia as well. A 15 x 19 piece of dual mesh was cut to a 15 x 16 centimeter size and multiple 0 prolene sutures, in a horizontal mattress fashion, were placed circumferentially around the edge to hold the mesh in place. These were held with snaps. Once the mesh was completely tacked circumferentially, it was tied in sequence and held in place. Hemostasis was found to be adequate. The subcutaneous tissue was closed with an interrupted 3-0 vicryl, the skin was closed with 4-0 vicryl subcuticular sutures, episeals and a dry dressing. The patient tolerated the procedure well, was extubated in the operating suite, brought to the postanesthesia care unit and will be admitted for overnight observation. Estimated blood loss was 25 milliliters. Final sponge and instrument counts were correct.¿ (B)(6) 2005: southwestern vermont medical center. Immediate postop progress note. Procedure: repair recurrent incisional hernia repair with mesh, gortex dual mesh. Findings: 5x6 cm defect near old gortex. (B)(6) 2005: (B)(6). Intraoperative care plan. Asa 3. (B)(6) 2005: (B)(6). Implant sticker. Dualmesh biomaterial. Lot: 02940724. Item: 1dlmc04. The records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. There is no mention of infection involving the gore device. (B)(6) 2005: [missing records: a pathology report detailing analysis of the portion of the device removed during the (B)(6) 2005 procedure was not provided.] (B)(6) 2006: (B)(6). Operative report. Operation: repeat of recurrent incisional hernia with mesh. Assistant: (B)(6). Anesthesia: general endotracheal and 0.25 % marcaine infiltrated in the wound for preemptive analgesia. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Indication: 46-year-old female with a history of multiple incisional hernia repairs, the last one done in (B)(6) of 2005 who presented in (B)(6) of 2005 complaining of incisional discomfort. This was not felt to be a hernia at that time. Six months later she had an increasing bulge in her upper abdomen for about a month that bothered her when she moved a certain way. A CT scan was obtained which confirmed a recurrence at the left upper portion of the mesh and she comes today for repair. Procedure: ¿after the patient was brought to the room and placed in the supine position, after adequate general endotracheal anesthesia was obtained, a time-out was performed. Everyone in the room agreed to the person, procedure, and therefore she was prepped with actiprep and draped with towel drapes. Her old midline incision with an extension towards the superior portion was then opened sharply and cautery was used to extend it to the fascia. What was perceived as a hernia defect was encountered and dissected; however, then this leaked seroma fluid getting us down to the coretex mesh. At this point there was no area where the mesh did not feel that it was not attached to the abdominal wall and just superior to the mesh from what was seen on the CT scan was opened and a weakening was then identified. This area was then opened and the mesh from about the 11 o¿clock to the 2 o¿clock was found to be pulled away from the abdominal wall. A small piece of mesh was cut away which contained a tack which had pulled away from the abdominal wall. Next, blunt and sharp dissection were used to dissect the omentum away from the previous mesh on the abdominal wall so there was a 5 cm margin all the way around. Measurements of this incision found the defect to be 4 x 5 cm in length and a 15 x 9 piece of gore-tex dual mesh was chosen as we were in the abdominal cavity and gore-tex sutures in horizontal mattress fashion were then placed at 12, 1, 2, 3, 11 and 10 tacks were placed in between these from underneath to hold the mesh to the abdominal wall. The mesh was then cut. The old mesh was sutured to the new mesh in a pant-over-vest fashion with the new mesh underneath the old mesh in a running fashion with gore-tex suture. No opening was then identified and the fascia and hernia sac was closed with a running 2-0 vicryl plus suture and the skin was closed with staples. The patient tolerated the procedure well and will be extubated in the operating suite, brought to the post anesthesia care unit and possibly discharged later. Estimated blood loss was 5 ml. Final sponge and instrument counts were correct.¿ (B)(6) 2006: (B)(6). Immediate postop progress note. Procedure: recurrent incisional hernia. Findings: upper left edge pulled away. (B)(6) 2006: (B)(6). Intraoperative care plan. Asa 3. (B)(6) 2006: (B)(6). Implant sticker. Dualmesh biomaterial. Lot: 03254184. Item: 1dlmc04. The records confirm a gore® dualmesh® biomaterial ((B)(4)) was implanted during the procedure. There is no mention of infection involving the gore device. (B)(6) 2006: [missing records: a pathology report detailing analysis of the portion of device removed during the (B)(6) 2006 procedure was not provided. A culture report detailing analysis of the seroma fluid was not provided.] (B)(6) 2008: (B)(6). Emergency room visit. Abdominal pain, had ventral hernia, mesh placed 2 years ago, had infection in mesh, intraabdominal, was septic. Mesh taken out, was doing well. Last few weeks it has become uncomfortable, pain around top edge of wound, denies nausea/vomiting/diarrhea/constipation although when she pushes to have bowel movement it seems to hurt up in that area. Past medical history: asthma, chronic obstructive pulmonary disease, overweight, tobacco abuse, hypertension, status post hysterectomy, status post ventral hernia repair. Medications include: mometasone [steroid]. CT scan of abdomen and pelvis done with full contrast, shows ventral abdominal hernia, containing a loop of transverse colon without evidence of obstruction. Impression/plan: abdominal pain, acute, discharge to home, general surgery follow up dr. Jimmy crow. (B)(6) 2008: (B)(6). History and physical. Infected incisional hernia, in past had infected mesh, now has recurrent incisional hernia with big scar that has been painful, apparently has transverse colon. She smokes ½ pack of cigarettes a day. History: incisional hernia, mesh removal, gallbladder surgery. Impression/plan: recurrent incisional hernia, will repair in future with alloderm. (B)(6) 2008: (B)(6). Operative report. Preoperative diagnosis: recurrent incarcerated incisional hernia. Postoperative diagnosis: recurrent incarcerated incisional hernia plus adhesions. Procedure performed: repair of incarcerated recurrent incisional hernia, lysis of adhesions, alloderm onlay 6 x 12. Assistant: maclyn crow, rnfa; barbara melendez, ms iii. Anesthesiologist: anesthesia: general. Estimated blood loss: about 100 ml. Packs: none. Drains: one jackson-pratt drain in the operative field. Condition: stable. Indications for procedure: the patient is a 48-year-old female who has had previous mesh repair of an incisional hernia and has had some adhesions, had an incarcerated hernia and has had infected mesh that had to be removed and is now back to have it repaired because she has a large painful scar. The risks, benefits and alternatives were discussed, she seemed to understand and signed permit. Description of procedure: ¿after sufficient general endotracheal anesthesia, the patient was prepped and draped in a sterile manner. A midline incision was made, cutting out the old scar which was about 5 cm wide and about 10 cm long, sized elliptically. This scar was removed and carried down to the incarcerated portion of the sac. There was some thinned out areas plus hernias on either side which had to be freed up on either side, cutting out the excess tissue that was a sac and scar to give clean edges. Once this was all completed, the adhesions had been taken down which were rather extensive on the omentum. The fascia was closed with running looped pds. Once this was placed, a piece of alloderm 6 x 12 had already been soaked in saline and was sutured as an onlay with a running 0 prolene simple suture circumferentially. Once this was completed, the subcutaneous was loosely reapproximated with 3-0 vicryl and the skin was closed with running 4-0 vicryl intracuticular stitch. The jackson-pratt drain was secured with an 0 silk stick tie. Sterile dressing applied. The patient tolerated the procedure well and went to the recovery room in satisfactory condition.¿ (B)(6) 2008: (B)(6). Emergency room consultation. 10 days status post open repair of ventral hernia with bioprosthetic mesh, developed worsening pain at location of drain. Impression/plan: no evidence of cellulitis at drain exit site or incision, prophylactically prescribed antibiotics, return to see dr. Crow in clinic on monday. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f24: insufficient information; f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. There is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 and (B)(6) 2006 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was partially explanted. It was reported the patient alleges the following injuries: revision surgery seroma, partial excision of mesh on (B)(6) 2006; infected mesh requiring an additional surgery on (B)(6) 2008. Additional event specific information was not provided.